Event description:
Customer reported she was hospitalized for high blood glucose. Customer stated she had nausea, vomiting and dehydration, prior to hospitalization. No further details provided at time of call.

Manufacturer narrative:
Device evaluation not completed as of the date of this report.